Event description:
The customer found a small puddle of fluid under an access 2 immunoassay system. The customer noticed the leak while running quality control (qc) with no errors. The liquid volume was approximately one hundred milliliters and was not contained within the instrument after liquid cleanup, it was identified that a slow leak still existed. The customer stated the leak was coming from the center of the instrument and leaking out toward the back. No personnel sought medical attention. There were no reports of death or injury associated with this event. No patient results were involved in this event. There was no modification to patient treatment associated with this event. The facility possessed an exposure control/risk management plan.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) found torn peri-pump tubing and replaced the tubing. During re-initialization, the fse also discovered a broken peri-pump sensor and a broken incubator belt sensor. In addition, the power supply had to be replaced along with the wash carousel heater and mixer motor. These additional parts were most likely damaged by the dripping liquid from the peri-pump tubing. Upon completion of the necessary repairs, the instrument was returned back into operation. Damaged aspirate peri-pump tubing is the cause of event no discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).